Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a brain tumor resection procedure, the navigation system was used for approximately 3 hours, the positioning sensor unit (psu) began to beep, and the frame and the probe had a recognition failure. Although recognition was restored soon after that, the same error occurred a few minutes later. The problem persisted after the system was re-started, this was done without disconnecting the power cord from the outlet. With knowledge of the concern, the surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, per japan privacy laws. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated.

Manufacturer narrative:
The suspect scu (system control unit) was returned and evaluated. Manufacture date march 2013. When connected to a known good system, the scu functioned normally without any communication issues. A check of the event log did not reveal any past failures. No problem found. The scu will not be returned to service inventory due to the poor return packaging and resulting questionable condition of the returned part. Analysis of the camera event logs indicated there may have been a problem during execution of a firmware update. Software engineering suggested attempting to re-program the psu (position sensor unit) firmware.

Manufacturer narrative:
Suspect scu (system control unit) analysis: manufacture date march 2013. As received, the scu firmware is revision 12. When connected to a known good psu of the same firmware, the scu functioned normally without any communication issues. A check of the event log did not reveal any past failures. No problem found. The scu will not be returned to service inventory due to the poor return packaging and resulting questionable condition of the returned part. No fault found. A review of the system logs found there may have been a problem during execution of a firmware update. Engineers suggested attempting to re-program the psu (position sensor) firmware, and check to see if the errors are gone. When an scu is shipped out for replacement it also comes with a disc to update the firmware on the system psu. This is most likely what resolved the issue. Medtronic representative performed a system checkout after scu was changed out. The system passed all software, hardware and instrument testing. No fault found. System performed properly. The system is now functioning properly with no further issues encountered. Issue resolved.